Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 07apr2021 to the current date and confirmed that there were no production failures which correlated to the customer reported issue. The report of the device not on bus, drawer failed, requires maintenance was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order (B)(4) the field service engineer (fse) determined during the initial inspection of auxiliary drawers 3.1 and 3.2 that the drawers were receiving partial indication of activity, and the pyxis module control board had been previously replaced. The fse replaced both retractor bands for drawers 3.1 and 3.2, respectively; however, the drawers still failed to power on. The fse then proceeded to replace the individual drawer control board for drawer 3.1, but the condition remained unchanged. The fse removed the cubbies and re-seated the row board flex cable, yet there was still no improvement in functionality. During dchu visual inspection it was confirmed that: assy retractor dwr hh cubie, p/n 353844-01 with no signs of physical damage, loose components, fluid ingress or missing components. Assy retractor dwr hh cubie, p/n 353844-01 (thermal). A detailed examination under a microscope was performed to visualize that the part received showed signs of thermal damage. The pcba dwr cntlr v1.10/v1 (p/n 151622-01; s/n (B)(6)) was received with no signs of physical damage, loose components, fluid ingress or missing components. Dchu laboratory inspection confirms that assy retractor dwr hh cubie (p/n 353844-01) continuity measurement on the 30 pins was successful. Hardware test application (hta) verified proper functionality. All tests were successfully completed. Assy retractor dwr hh cubie (p/n 353844-01) (thermal) due to evident thermal damage, further testing was not necessary. The pcba dwr cntlr v1.10/v1 (p/n 151622-01; s/n (B)(6)) measurements at tp502, tp505, tp501, tp503, and mosfet q601 were within expected value (greater than 1000). Hardware test application (hta) verified proper functionality. All tests were successfully completed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d) root cause: the root cause of the reported issue was determined to be a faulty "assy retractor dwr hh cubie" caused by thermal damage along the cable.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer not detected on bus. As per part investigation, it was determined that there was faulty assy retractor dwr hh cubie caused by thermal damage along the cable. There were no adverse events or injuries reported based on this event.